Event description:
The accounts maintenance stated that the head of the bed will not lower. He has tried another pendant, isolated the pendant extension cable switched the head and knee motors and replaced the control box but the issue remains.

Manufacturer narrative:
Technical support sent the account a battery cable. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.